Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that she had infusion set tubing detachment. Customer's blood glucose at time incident was 500 mg/dl. Customer reported the infusion set tubing came apart. Customer was advised that she was at work and could not stay on the line any longer. The customer was advised to call back to complete troubleshooting.